Manufacturer narrative:
An investigation was completed to determine the cause of the reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to remove the endoscope from the universal surgical manipulator (usm), rotate the endoscope, press the clutch button on the arm to cancel guided tool change and reinstall the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. .

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the image from the endoscope appeared reversed. The surgical team stated that they had inserted the endoscope for a downward orientation, but it automatically switched to an upward orientation. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting support. The procedure was completing as planned with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes.